Event description:
It was reported that the patient presented to the clinic for a pump refill but the healthcare provider (hcp) decided to reprogram the pump instead. The hcp was to program a two-step wean. The hcp wanted to decrease the patient¿s dose from 5.3mg/day to 2.5mg/day via a single bolus over three days followed by another single bolus over three days decreasing the dose to 1mg/day. However, the hcp was receiving a message stating that a low reservoir and empty reservoir alarm occurred. The hcp stated that at the same time the programmer was saying that the reservoir volume was 3.4ml with a low reservoir alarm of 1ml, so the hcp did not understand why the empty reservoir alarm occurred. The pump was last updated on (B)(6) 2013 at which time the telemetry ¿all looks well¿. The hcp stated that with the deceases in dose the patient¿s refill alarm date should have been further out than the original refill date of (B)(6) 2013; however, the alarm date was populating as the day of the report, (B)(6) 2013, with no refill interval days left. A message showed ¿16.7ml dispensed since update¿. The hcp stated that the nurse initially put in the 20ml, but prior to updating the pump she changed it back to what it originally was. Troubleshooting was performed and it was discussed that interrupted telemetry may cause this kind of issue. Calculations were performed to correctly update the current reservoir volume. It was confirmed that all programming was updated correctly and the issue was resolved. The programmer then showed a refill date of (B)(6) 2013. The device system was used to deliver hydromorphone, baclofen and bupivacaine.

Manufacturer narrative:
Concomitant products: product ID 8840, serial# unknown, product type programmer, physician; product ID 8711, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).